Event description:
The pt was experiencing an increase in pain. A catheter dye study and a rotor study were conducted. A stalled rotor was discovered. The pump was removed and replaced and returned to the manufacturer for analysis. The pt is reported to have recovered.